Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during a normal device changeout procedure, this left ventricular (lv) lead was disconnected from the old cardiac resynchronization therapy defibrillator (crt-d) and temporarily connected to the pacing system analyzer (psa) in order to pace lv-only, to prevent any asystole (the patient was pacing-dependent, and there was evidence of right ventricular (rv) lead fracture). When the lv lead was connected to the psa, there was no capture and greater than two seconds of asystole. The lead was then reattached to the original crt-d, lv capture was confirmed, and a new rv lead was placed without further issue before the new crt-d was implanted. All lead tests were satisfactory post implant of the new device. Besides patient-reported dizziness during the period of asystole, there were no adverse patient effects were reported.